Manufacturer narrative:
The insulin pump was received with a blank display due to corroded electronic assembly. The motor assembly found with traces of corrosion. The insulin pump failed leak test, unit leak at a crack on back of the case. Analysis was unable to perform functional test including selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. The insulin pump was received with cracked case on the back at the battery tube area and battery tube threads. The insulin pump was received with minor scratched display window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was not provided. The customer was swimming with the pump and the screen went blank. The battery was changed but the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.